Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible central non-infectious corneal ulcer." Evaluation of returned complaint samples is in progress. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
An optician reported a patient developed a central corneal ulcer, left eye, associated with wear of air optix toric contact lenses. The treating ophthalmologist reported a central ulcer, 4mm dia, left eye. Severe pain noted. A small translucent fragment of material was removed from the patient's eye. Treatment consisted of discontinuation of lens wear and prescribed tobrex & celluvisc. The event resolved with no loss of visual acuity after 8 days and lens wear has resumed.